Event description:
Country of complaint: (B)(6). Thread frays during application.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Samples received: 36 unopened pouches. There were (B)(4) units of this code/batch manufactured and distributed. There are 16 units in stock. Sewing test on artificial skin tissue has been conducted with the samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance of the thread is the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion. The complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.